Manufacturer narrative:
Yielded jaws. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: clip in jaws no, damaged jaws yes, damaged cutter n/a, damaged feed bar no, damaged floor no, damaged handle shrouds no, damaged other no, damaged tip shrouds no, damged trigger no, damged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform no, firing: form conform no, jaws: hold clip no, jaws: inside width at tips .206, lockout functional yes. Analysis conclusion: based upon inquiry info received and visual and functional results, it was concluded that jaws had become damaged and would not feed or form clips properly. No conclusion could be reached as to how damage to jaws occurred. However, it appears likely that jaws were closed over a hard object. If jaws are closed over a hard object, jaws can become damaged and will not form clips properly. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported "staples just fall out after firing." Another er320 was opened to complete the case. There was no consequence to the pt. 07/16/97 it was reported the rep has given the box with the above written on it. There is no other info available.